Event description:
Versajet ii exact hydrosurgery system handpiece did not work and would not prime. Tubing clamp checked, tube checked for kinks, system was restarted. Handpiece and pedal was unplugged and plugged in again, the irrigation bottle was respiked. System did not work after troubleshooting. Handpiece was taken off the sterile field, a new handpiece was opened and the system worked.